Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ nano insulin pen needle was not able deliver insulin. Verbatim: spouse of consumer reported that the patient end needle bent during injection. She also mentioned that she was not sure if the insulin actually went into the injection site because there was no insulin at the tip of the needle when it was removed from the injection site. Spouse of consumer stated that she used the same needle to dial 3 additional after the injection was completed to check for insulin flow but the pen would not depress.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that the bd ultra-fine¿ nano insulin pen needle was not able deliver insulin. Verbatim: spouse of consumer reported that the patient end needle bent during injection. She also mentioned that she was not sure if the insulin actually went into the injection site because there was no insulin at the tip of the needle when it was removed from the injection site. Spouse of consumer stated that she used the same needle to dial 3 additional after the injection was completed to check for insulin flow but the pen would not depress.